Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device batch number 30579406l, and no internal actions were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After bb, blood pressure decreased. The heart rate gradually decreased. Pericardial drainage was performed. Pericardial effusion did not increase, and the procedure was continued due to increased blood pressure. The procedure was completed successfully. During the procedure, blood pressure decreased and heart rate decreased due to temporary pericardial effusion. Pericardial drainage was performed, and blood pressure increased. Thereafter, no increase in the amount of fluid was observed even under the monitoring with echo. Blood appears to be arterial. The physician commented that from the position confirmed by echo at bb, stabbed the side before sliding just before ablation. Transient bleeding due to injury of cusp and muscle tissue was also considered to have been stopped by tissue shrinkage. Conservatively this will be reportable because ablation was performed. This adverse event was discovered during use of biosense webster products, immediately after the atrial septal puncture, blood pressure decreased, and pericardial effusion was confirmed. The physician¿s opinion on the cause of this adverse event was the procedure, when atrial septal puncture was conducted, an anterior site was punctured unlike the expected puncture site. Medical intervention provided: drainage was performed. The patient outcome of the adverse event: fully recovered. It was not reported that extended hospitalization was required. Generator information: smartablate. Transseptal puncture was performed, but the product details are unknown. Prior to noting the pe or CT ablation was performed. There was no evidence of steam pop. The event occurred during the transseptal phase. We tried to obtain detailed information about irrigated catheter, settings, and pump but we were unable to obtain the information. It was not reported that inappropriate use was conducted without instructions for use (IFU). No error messages were observed on biosense webster equipment during the procedure. Since the event is life threatening and might result in permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.